Event description:
From staff: infant on cooling mattress, with rectal probe in place and reading accurately. Blanket did not warm to keep infant at the targeted temperature of 33.5. Mattress would not heat above 16 c. Infant's temperature went as low as 30.5 c.